Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
In (B)(6) 2007, an (B)(6) gentleman required a percutaneous tracheostomy to improve weaning from ventilation. An in line tracheostomy suction catheter was used in the prevision of care. He was ultimately discharged on (B)(6) 2007. Subsequently, recurrent chest infections were reported in 2007 and 2008. A foreign body was removed on (B)(6) 2010 from the pt's bronchus and was reported as likely to be an "in line" suction catheter.